Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, it was stated that patient underwent catheter revision surgery. Drug in the pump was baclofen. Reporter was unable to provide further details. It was later reported that the patient had experienced intermittent therapy, loss of efficacy and increased spasticity (date of onset not reported). Specific details regarding the catheter issue were not provided and it was stated that they were unable to determine location of the catheter issue. During surgery, the existing spinal segment remained implanted and a new pump segment was added; explanted catheter segment was not to be returned. Patient was indicated to be doing well and receiving therapy.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later reported scarring made replacement of catheter impossible, the catheter was repositioned.